Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that the care giver (cg) disconnected one of the supply bags and reconnected it to the heater line. The tsr explained that the supplies were compromised and that the cg would need to start the therapy over using all new supplies. The tsr reviewed proper procedures with the cg and assisted the home patient (hp) with ending the therapy. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a supply bag then reconnecting the supply bag back onto the heater line. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.